Event description:
Additional information was received indicating that the capsule was bent with white discoloration. It was reported that there was a procedural delay due to needing to replace the delivery catheter system (dcs).

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There was no evidence to suggest that a reportable device malfunction occurred. Image review: two still images and a complete set of fluoroscopic intraprocedural cine images were provided for review. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implantation attempt. Fluoroscopic valve load inspection was performed and indicated an acceptable valve load. Review of the images suggests that the guidewire used during balloon dilatation was exchanged for a different guidewire that appears consistent with a non-medtronic lunderquist-type guidewire. The delivery catheter system was then advanced over the new guidewire but did not progress beyond the aortic arch. Fluoroscopic evidence indicates that a snare was subsequently used in an attempt to facilitate advancement of the delivery catheter system across the aortic arch; however, this attempt was unsuccessful. The system was then withdrawn and replaced. Upon removal of the delivery catheter system from the body, visible capsule damage was observed. Fluoroscopic valve load inspection of the replacement valve indicated an acceptable load. A second delivery catheter system was advanced with the use of a buddy guidewire positioned to the aortic root and concurrent inflation of a valvuloplasty balloon within the aortic arch; however, advancement remained unsuccessful. As a final attempt, the valvuloplasty balloon was inflated within the descending aorta, which also did not facilitate advancement. No further attempts were made, and the procedure was subsequently aborted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the delivery catheter system (dcs) was unable to cross the aortic arch, and it was noted that the capsule was "affected". Subsequently, a new valve was loaded into a new dcs. Following insertion of the second dcs, it was also unable to cross the aortic arch. It was noted that the angle of the patient's aortic arch contributed to the inability to advance the dcs.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.